Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor that did not pair, and after re-entering the pairing code the device entered the pairing process; the event aligns with an intermittent communication failure associated with the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem identified, consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.